Event description:
In 2007, the lay-user/patient contacted lifescan alleging that she could not test with a one touch ultra meter due to a battery icon issue and "error 2" message. The patient stated that both reported issues started during the "first part of february." She had the meter "for years" but never replaced the meter's battery. The pt went to an emergency room (ER) because of both meter issues. During the visit to the ER, the patient had symptoms of feeling "drained" and "tired." The patient's blood glucose was tested on an unidentified device in the ER. She mentioned that her blood glucose level was in the "600's" mg/dl. The patient received IV treatment to bring her blood glucose down. The patient was supposed to be testing three times a day. The pt mentioned that she had used her aunt's meter but was only able to test with device once a day. The pt reported a result of "120 mg/dl" and another result of "137 mg/dl" taken the day before she called lifescan. The customer care advocate (cca) discovered that the patient was using expired test strips. The meter, test strips and control solution were replaced. It would have been helpful to know the following information: the patient's medication regimen, if she made any changes to the regimen during the time of concern, her testing frequency, and when the symptoms started. In addition, it would have been helpful to know when the patient started using her aunt's meter, how long she was hospitalized, and when she started using the expired test strips. This complaint is being reported due to the following conclusion: the patient alleged that she could not test because of a battery icon issue and "error 2" messages. During the time of concern, the patient reportedly developed symptoms, sought medical attention, obtained a blood glucose level in the "600's" mg/dl, and received treatment for hyperglycemia.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.